Event description:
It was reported the bd vacutainer® c&s transfer straw kit experienced the needle being loose or dislodging from inside the transfer straw. The following information was provided by the initial reporter. The customer stated: "I would like to take a moment to express concern with several transfer devices that I found today that are defective. I have 4 in hand I believe 3 more are in the sharp container. Being that it is a needle transfer device I would like to offer extra safety measures while possibly using from this lot." Additional information received: "03/07/2021: the following material rows were updated but not written to the product information grid. Occurrence: 1, material #: 364953, complaint product platform: containment. Product level 1: urine straw, product level 2: straw, as reported code 1: separates. As reported component: straw.

Manufacturer narrative:
Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged product with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of damaged product was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® c&s transfer straw kit experienced the needle being loose or dislodging from inside the transfer straw. The following information was provided by the initial reporter. The customer stated: "I would like to take a moment to express concern with several transfer devices that I found today that are defective. I have 4 in hand I believe 3 more are in the sharp container. Being that it is a needle transfer device I would like to offer extra safety measures while possibly using from this lot." Additional information received: "03/07/2021. The following material rows were updated but not written to the product information grid. Occurrence: 1, material #: 364953, complaint product platform: containment, product level 1: urine straw, product level 2: straw, as reported code 1: separates, as reported component: straw.